Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a cholecystectomy procedure, the clip did not feed into the jaw properly and ejected from the device. Another device was used to complete the procedure. There was no pt consequence.